Manufacturer narrative:
Tw ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during preparation for an endoscopic vein harvesting procedure, vasoview hemopro 2 kit was opened, and upon inspection of the equipment it was noted that when the c-ring was extended outside the cannula. It's position was abnormal, angled and skewed to the left. A new vh-4000 was opened and it was without defect. The patient was not in the room.

Manufacturer narrative:
Trackwise#: (B)(4). Corrected sections: h6--medical device ¿ problem code corrected from "2981" to "2976." The device was returned to the factory for evaluation on 05/16/2024. An investigation was conducted on 05/29/2024. A visual inspection was conducted. Only the cannula was returned for evaluation. Signs of clinical use and no evidence of blood was observed. The c-ring was observed to be intact. The returned cannula was compared to a reference cannula. The c-ring observed to be straight instead of curved upward. No other visual defects were observed. The blue toggle of the cannula was manipulated to retract and extend the c-ring. The c-ring was able to be retracted and extended with no physical or visual difficulties observed. Based on the returned condition of the device as well as the evaluation results, the reported failure "material deformation" was confirmed. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system. The lot # 3000380847 history record review was completed. There was a ncmr, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is a relation between the batch manufacturing process and the reported failure "material deformation". CAPA 1039601 was initiated to address the reported failure "material deformation; c-ring" and product ¿evh cannula.¿